Event description:
Pt had spontaneous deflation on left breast. Upon removal of implant, small rent was found around valve. Implant was completely deflated. Size/volume of implant was 340-390cc, was filled to 420cc. Right implant was also explanted at pt's request and larger implants were used for replacement.